Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received off no power message on their pump. The customer's blood glucose level at the time of incident was 180mg/dl. The customer states they did not receive low battery alert prior to the message. Troubleshoot was conducted, and the customer was advised to insert recommended battery, and monitor the device. The customer was advised to call back if issues persist.